Event description:
It was initially reported that the physician indicated that the handheld computer that she was using appeared to have a bad connection with the pin of the cable from the wand when inserted in the handheld computer. The physician would need the help of a nurse who is holding the pin and cable when interrogating a patient. The device has not been returned to the manufacturer for analysis. Good faith attempts to obtain the device for analysis, have been unsuccessful to date.